Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-jan-2023. H6: investigation summary: bd received five insyte autoguard blood control devices from lot 2262285 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units but observed no physical damage or deformities. Next, a leakage test was performed on each device to see if there were any cracks that couldn't be identified with the naked eye or if there were any small cuts/splits to the tubing. However, no issues were found and none of the units showed any signs of leakage. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be found during inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters leaked. The following information was provided by the initial reporter: "...leaking IV catheters. We have 4 boxes from the same lot # and all of these catheters have been leaking."

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ bc shielded IV catheters leaked. The following information was provided by the initial reporter: "...leaking IV catheters. We have 4 boxes from the same lot # and all of these catheters have been leaking."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.